Event description:
In 2008, the sister of a male pt contacted lifecor customer support to report that the pt had passed away while in the hospital wearing the device. She stated that blue gel had dispersed from the system. Two days later, the patient's system was received at lifecor. The system showed three appropriate shocks from the lifevest that converted the pt. The download also showed a treatment that was delivered from an external source and then an appropriate asystole event.

Manufacturer narrative:
Device manufacture date: monitor - 12/2007. Electrode belt - 05/2007. Device evaluation summary: device evaluations of monitor and electrode belt have been completed. Both the monitor and the electrode belt were found to be functionally normal. They were retested and restocked.